Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a correction bolus for a blood glucose (bg) value of 151 (mg/dl); however, intended to deliver a bolus for a bg value of 251 (mg/dl). The contact requested assistance from tandem technical support in overriding the bolus. Tandem technical support assisted the customer in accessing the bolus screen to manually enter the bg value.